Manufacturer narrative:
Findings: (B)(4) analysis not required. Due to received sealed sensor expired ((B)(6) 2014).

Event description:
It was reported that the customer had high blood glucose levels of 400 mg/dl. The customer treated with a bolus from the insulin pump. The customer also reported a lost sensor alert and a bent sensor from the insulin pump. Troubleshooting was done. No additional information was provided.